Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the touch screen was non-responsive to touch. The fsr replaced the front panel on the ventilator and ran the operational verification procedure (ovp). The device meets manufacturer specifications.

Event description:
The customer reported that the touch screen on the ventilator was blank on start up. The ventilator booted up. There was no patient involvement associated with this issue.